Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump frequently alarmed unexpected restart, displayable history check failed on startup, and external ram error. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
No unexpected error alarms were noted during testing. However, the insulin pump had multiple alarms for a corrupted history file. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.